Event description:
Caller reported an alarm 2, indicating a possible occlusion issue. There was no reported impact to the customer¿s blood glucose level, as the caller declined to provide this information. Customer was instructed by technical support to adjust the tubing and deliver a bolus, although further actions to diagnose the issue were limited because the customer declined to inspect the site. Despite these limitations, the customer resumed insulin use.